Manufacturer narrative:
As the customer did not retain the finished goods lot number, deviation history report (DHR) and lot history could not be reviewed. The customer reported the pak contained latex gloves in replacement of the non-latex gloves. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. A review of the reported pak's bill of materials (bom) shows that each unit should include (1pa) memsg1175- gloves,surg,7.5,sensicare,pf (non-latex). A review of the deviation history report could not be reviewed as the customer did not retain the affected lot information. However, supporting documentation suggest there was a temporary deviation applied to substitute non-latex gloves with latex gloves. A review of the systems, applications & products in data processing (sap) batch where-used list could not be reviewed as the customer did not retain the affected lot information. The root cause for the reported event could not be confirmed as there is insufficient information, and manufacturing records could not be reviewed. No further information was provided. No action will be pursued at this time for this occurrence. Complaints are continuously monitored to identify product and/or process areas where this type of issue is occurring. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that dissatisfaction with latex gloves placed in pak and the technician noticed that the 7.5 brown gloves were labeled as latex during calibration of cataract surgery with intraocular implant. There was no impact to the scheduled procedures or harm to a patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).